Event description:
It was reported that an unspecified malfunction occurred. According to the patient¿s parent, on approximately 02/02/2026, the pediatric patient experienced a seizure while being in an active sensor session. At the time of the event the cgm device displayed cgm readings, but due to a ¿server outage error¿, the follower app was not working. The patient is reported to be hypo unaware, and it was stated that the follower not being able to warn the patient, the outage contributed to the seizure occurring. Besides the seizure, the patient experienced dizziness and weakness. It is unknown what the cgm reading was at the time of the seizure. The patient was injected with a glucagon injection by the parent. After treatment, the hospital was called, and the patient was brought to the hospital. At the hospital the patient was given paracetamol and nitrofen (unknown dosage). No further medication was reported to be needed, and the patient was discharged after 5 hours. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable, even though the ¿levels were going up and down¿. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.